Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single patient sample that was generated by the unicel dxl 800 access instrument. A patient sample was tested for accu tnl and a result of 1.98ng/ml was obtained. The result was reported out of the lab and questioned by a physician. The original sample was tested on a biosite instrument for troponin and a result of "<0.01" was obtained. The customer then tested the original sample on another instrument in their lab for accu tnl and obtained four results in the range of 0.03ng/ml to 0.04ng/ml, the customer recalibrated the unicel dxl instrument and re-run the original sample for accu tnl in duplicate; the results were 0.09ng/ml and 0.12ng/ml. The customer re-tested the original sample on the unicel dxl instrument for accu tnl once more and obtained four results in the range of 0.03ng/ml to 0.04ng/ml, there has been no patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was performed prior to the event and after the instrument was recalibrated; results were within specifications. System check was conducted after the event, on 11/01/06 at 03:22pm, and results passed within specifications. The sample was collected in lithium heparin tube with no gel and centrifuged at 3,500 rpm for 5 minutes at ambient temperature. The customer could not confirm if the sample was inverted at the time of draw. The sample was stored at ambient temperature, while repeat testing occurred. It is unclear if the sample was serum or plasma. A field service engineer (fse) was dispatched to the customer's lab on 11/02/06. The fse inspected the instrument and observed a drop of fluid on the end of the pipettor. The fse noted dirty sample pipettor and wash tower which were cleaned. The fse verified alignments on the instrument. The fse conducted carryover, diagnostic and a low end accu tnl precision testing; all results passed within specifications. The fse verified repair per established procedures; results met published performance specifications. Although hardware issues addressed by the fse and pre-analytical sample handling may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.